Event description:
It was reported by a physio-control service representative that the customer's device had an empty battery and would not power on. After the battery was replaced, the device would still not power on and had no display available. The device just gave a repetitive soft beep. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device had a complete power failure and could not be repaired. A cause of the reported failure could not be determined. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of an inductor, designator l1 on the digital pcb assembly. The legs of inductor l1 had become resistive to 34.5 k ohms, which caused that the device could not power on or function. The device could not be repaired and was scrapped.